Event description:
During the procedure, there was a leak from the valve of the sheath and air was being drawn in through the side port during aspiration. The sheath was replaced and the case was completed without further issues. No adverse event occurred.

Manufacturer narrative:
The device was not returned for investigation; it was discarded by the user. The reported issue is a known issue for this device and a field action was initiated in 07/2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.